Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed that this product was returned severed and only the proximal segment was returned. There were set screw marks noted on the is-1 terminal pin and the distal and proximal high voltage terminal pins. No discernable set screw marks were noted on the is-1 ring. The proximal high voltage dbs cable was looped in the proximal high voltage terminal leg insulation in two places. This indicates that the lead was pulled with great force and then let go, most likely during the explant procedure. The clinical observation was unable to be confirmed during laboratory analysis with the lead segment returned.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was experiencing intermittent loss of capture which was verified through threshold testing. There have been no changes to the impedance measurements. Technical services recommended that a chest x-ray be performed to verify the right ventricular (rv) lead position. No adverse patient effects were reported. Subsequent information indicated that the physician believed that the patient's rv lead had microdislodged. The patient underwent a successful lead revision procedure and there were no adverse patient effects. Additional information indicates that this product was later explanted and returned for an unknown reason.